Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure ¿ both essure coils were intraperitoneal, especially the right one"), device expulsion ("right side coil was all completely out just attached to the outer wall"), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 1 ((B)(6) 2009). Concurrent conditions included underweight, asthma and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and seizure ("seizures") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), migraine ("migraines"), headache ("headaches"), perineal pain ("perineal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (patient underwent a procedure to remove the essure device and surgical removal of coils - imperative laparoscopic removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, gastrooesophageal reflux disease, hormone level abnormal, migraine, headache, nausea, allergy to metals, seizure, weight decreased, perineal pain, cystitis, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she did not allege birth defects. Current weight: 125 lbs. The right tubal ostium was identified and the left tubal ostium was identified and an essure device was introduced, but the device was defective, so a second essure device had to be used. The plaintiff experienced two pregnancy episodes in (B)(6) 2015, (B)(6) 2015 captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Events bladder infection, urinary tract infection, vaginal infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure ¿ both essure coils were intraperitoneal, especially the right one"), device expulsion ("right side coil was all completely out just attached to the outer wall"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and pelvic pain ("pelvic pain / pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 1 (B)(6) 2009. Concurrent conditions included underweight, asthma and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2011, the patient experienced infection ("infection (other)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), allergy to metals ("nickel allergy") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), migraine ("migraines"), headache ("headaches"), seizure ("seizures") and perineal pain ("perineal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coils - imperative laparoscopic removal), surgery (surgical removal of coils - imperative laparoscopic removal) and surgery (patient underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, gastrooesophageal reflux disease, hormone level abnormal, infection, migraine, headache, nausea, allergy to metals, seizure, weight decreased and perineal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not allege birth defects. Current weight: 125 lbs. The right tubal ostium was identified and the left tubal ostium was identified and an essure device was introduced, but the device was defective, so a second essure device had to be used. The plaintiff experienced two pregnancy episodes in (B)(6) 2015, (B)(6) 2015 captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (patient underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure ¿ both essure coils were intraperitoneal, especially the right one"), device expulsion ("right side coil was all completely out just attached to the outer wall"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and pelvic pain ("pelvic pain / pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1 (B)(6) 2009). Concurrent conditions included body mass index normal, asthma and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted.in (B)(6) 2011, the patient experienced infection ("infection (other)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), allergy to metals ("nickel allergy") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), migraine ("migraines"), headache ("headaches"), seizure ("seizures") and perineal pain ("perineal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coils - imperative laparoscopic removal), surgery (surgical removal of coils - imperative laparoscopic removal) and surgery (patient underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, gastrooesophageal reflux disease, hormone level abnormal, infection, migraine, headache, nausea, allergy to metals, seizure, weight decreased and perineal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not allege birth defects. Current weight: 125 lbs. The right tubal ostium was identified and the left tubal ostium was identified and an essure device was introduced, but the device was defective, so a second essure device had to be used. The plaintiff experienced two pregnancy episodes in (B)(6) 2015, (B)(6) 2015 captured under the cases 2017-233804 and 2018-112745 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"abnormal bleeding (vaginal, menorrhagia), bladder problem, urinary problems or changes, sexual intercourse), gastroesophageal reflux disease , hormonal changes, infection (other), migraines, headaches, migration of essure ¿ both essure coils were intraperitoneal, especially the right one, nausea , nickel allergy , pregnancy, miscarriage, seizures, weight loss, perineal pain, right side coil was all completely out just attached to the outer wall,device ineffective ", reporter, concomittant condition added from pfs. On (B)(6) 2018: reporter, concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure ¿ both essure coils were intraperitoneal, especially the right one"), device expulsion ("right side coil was all completely out just attached to the outer wall"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and pelvic pain ("pelvic pain / pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 1 (01sep2009). Concurrent conditions included underweight, asthma and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera). In september 2011, the patient experienced infection ("infection (other)"). On (B)(6) 2011, the patient had essure inserted. In april 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), allergy to metals ("nickel allergy") and weight decreased ("weight loss"). In january 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), migraine ("migraines"), headache ("headaches"), seizure ("seizures") and perineal pain ("perineal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coils - imperative laparoscopic removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, gastrooesophageal reflux disease, hormone level abnormal, infection, migraine, headache, nausea, allergy to metals, seizure, weight decreased and perineal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not allege birth defects. Current weight: 125 lbs. The right tubal ostium was identified and the left tubal ostium was identified and an essure device was introduced, but the device was defective, so a second essure device had to be used. The plaintiff experienced two pregnancy episodes in jan-2015, aug-2015 captured under the cases 2017-233804 and 2018-112745 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.